Manufacturer narrative:
Product event summary evaluation summary (B)(4): the generator was returned and analysis confirmed the customer's comment that the battery drawer was broken. Analysis also found that the battery contacts were compressed, the side bail covers were broken and the keyboard was contaminated. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that the external pulse generator's battery compartment door was broken. It was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator's battery compartment door was broken. It was returned for service. No patient complications have been reported as a result of this event.